Manufacturer narrative:
The thermogard console in complaint was not returned to zoll for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The fluid ran into the patient's vasculature is an anticipated event. No patient's effect was observed.

Event description:
A post-cardiac arrest patient underwent normothermia protocol ivtm therapy. An icy catheter (lot # unknown) was inserted into the patient's left femoral vein. The customer stated that during setup, they had difficultly priming the tubing and used another start-up kit (suk) to initiate the treatment. The customer did not provide any further specific details on what issues they had with priming the suk. The patient's body temperature at the start of the ivtm therapy was not reported by the customer. The target temperature of the cooling phase was set at 36.5 °c. During the maintenance phase of the treatment, the thermogard system (s/n (B)(4)) generated an "air trap" alarm. Following the alarm, the user noticed that the volume of the 500-ml saline bag was decreasing. The dwell time of the catheter was about 6 hours, and the patient's body temperature was 36 °c when the issue was noted. The customer replaced the saline bag. However, after an unknown period, the thermogard system generated an "air trap" alarm again. Upon inspection, there was no fluid observed on the patient's bed, the thermogard console, or on the floor. With provided guidance from the zoll technical support personnel, it was verified that the saline bag had been properly "spiked". The catheter/suk luer connections were inspected, and no issues were found. Catheter leak and infusion of about 500 milliliters of saline into the patient's bloodstream were suspected. Instructions were provided to replace the catheter. No further information was provided regarding the details of the treatment or whether the "air trap" alarm was cleared. No consequences or impact to the patient. Please see the following related MFR report: MFR # 3010617000-2021-00889 for the icy catheter (lot # unknown).

Manufacturer narrative:
B5 (describe event or problem) was updated.

Event description:
A post-cardiac arrest patient underwent normothermia protocol ivtm therapy. An icy catheter (lot # 161453) was inserted into the patient's left femoral vein. The customer stated that during setup, they had difficultly priming the tubing and used another start-up kit (suk) to initiate the treatment. The customer did not provide any further specific details on what issues they had with priming the suk. The patient's body temperature at the start of the ivtm therapy was not reported by the customer. The target temperature of the cooling phase was set at 36.5 °c. During the maintenance phase of the treatment, the thermogard system (s/n (B)(6) generated an "air trap" alarm. Following the alarm, the user noticed that the volume of the 500-ml saline bag was decreasing. The dwell time of the catheter was about 6 hours, and the patient's body temperature was 36 °c when the issue was noted. The customer replaced the saline bag. However, after an unknown period, the thermogard system generated an "air trap" alarm again. Upon inspection, there was no fluid observed on the patient's bed, the thermogard console, or on the floor. With provided guidance from the zoll technical support personnel, it was verified that the saline bag had been properly "spiked". The catheter/suk luer connections were inspected, and no issues were found. Catheter leak and infusion of about 500 milliliters of saline into the patient's bloodstream were suspected. Instructions were provided to replace the catheter. No further information was provided regarding the details of the treatment or whether the "air trap" alarm was cleared. No consequences or impact to the patient. Please see the following related MFR report: MFR # (B)(4) for the icy catheter (lot # 161453).